Event description:
Customer reported via phone call that they have air bubbles in the reservoir and infusion sets. Customer states that their blood glucose readings are fluctuating. The blood glucose readings were about 30 mg/dl when the customer would wake up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.